Event description:
A malfunction on the pump was reported, with an associated malfunction code displayed. There was no adverse impact on the customer's blood glucose level, which was between 54-500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue insulin therapy using the pump.